Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seals cracked while being loaded into the delivery tube. The surgeon completed the case by using a partial occlusion clamp. No patient complications were reported. This report is for the third heartstring seal.

Manufacturer narrative:
Visual inspection verifies the seal is cracked. The complaint is confirmed.